Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned devices. Visual analysis of the returned sample determined that it was received one open box that pertain to the product code vcp422h. Upon the visual inspection of the received box, it was found that contain only thirty-five foil packets instead thirty-six foil packets. As per product requirements, the box should contain thirty-six packages. In addition, it was noted that the tab dispenser was removed from the box. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. (B)(4).

Event description:
It was reported that there was one package of suture product less than expected in the box when just opened. There should be thirty-six packages of product in the box, but actually there were only thirty-five packages of product. No additional information could be provided.